Event description:
It was reported that the patient had no signs or symptoms but that the catheter was possibly broken. The catheter was replaced on 2013 (B)(6). There was no patient injury and they recovered without sequelae. The drug in the pump was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Eval summary inadvertently left off of initial report. Analysis found the catheter was returned in one segment and did not include the portion with the dispensing holes. The most distal end of the catheter segment had a jagged and compressed appearance, along with a significant oval shape when viewed in cross section. This indicated the catheter was compressed at this area and most likely broke at this point.

Event description:
Additional information reported there was a catheter fracture within the distal segment in the spinal canal.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information: reporter believed the drug delivered via the device was gablofen at 2,000mcg/ml. It was difficult to determine the root cause, location of problem. The entire catheter was explanted and replaced with a new one. No troubleshooting was done and the patient was doing well now.